Manufacturer narrative:
The ICD was returned for analysis. Upon receipt, an interrogation of the device was intended; however, the device could not be interrogated. Therefore, the ICD was opened to inspect the inner assembly. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage revealed a depleted battery. The electronic module was attached to an external power supply to test its functionality. The electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Next, an external battery was attached instead of the external power supply, and a long-term functionality test was performed at an ambient temperature of 37 degrees c. The test revealed no anomalies. The current consumption was normal and as expected. There was no indication of a device malfunction. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies associated with this battery were documented during the production process. The battery was subjected to a visual and an electrical inspection, as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed a depleted battery and the microcalorimetry analysis showed elevated heat dissipation. The battery was opened for destructive analysis. During the inspection of the inner assembly, elevated internal self-depletion within the battery was confirmed, root cause of which was narrowed down to insulation damage within the battery. In conclusion, the device was implanted for 47 months. The root cause of the clinical observation was narrowed down to insulation damage within the battery. During the analysis, the device behavior was found to be normal and as expected using an external power supply. Biotronik will monitor closely if complaints received in future point towards a common root cause.

Event description:
On (B)(6) 2017 this device transmitted eri to home monitoring. On (B)(6) 2017 the device transmitted eos to home monitoring.